Event description:
A healthcare provider via a manufacturer representative reported that during a procedure, there was lead insertion difficulty. The implantable neurostimulator (ins) setscrew dropped down into the header before the healthcare provider did anything, and the header block was obstructed by the setscrew. Another implant was used and the healthcare provider was able to insert the lead fine. No symptoms were reported.